Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient returned to the hospital 7 days after laparoscopic roux-en-y procedure because of heavy abdominal pain. The scan showed nothing but, due to the pain, the doctor decided to do a laparoscopic procedure for a diagnosis. There was a heavy infection in the patient's stomach pouch due to the leak on the staple line. A complete redo procedure was performed and the surgical time was extended for 30 minutes or more due to the product problem. There was also extension of patient hospitalization for 3 days.